Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high and low blood glucose of 40's to 300's mg/dl. Customer also reported the low battery alarm. Battery indicator does not show less than 2 bars. Battery did not last more than 1 week. Troubleshooting steps were guided for low battery alarm. Customer declined troubleshooting of the low and high blood glucose. Customer advised to monitor the pump and call back if issue recurs and revert to back up plan per healthcare instructions if needed. Customer advised to monitor and call back if further assistance is needed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No low battery alert noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.